Event description:
Philips received a complaint by the customer on the v60 indicating low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the tidal volumes were low. The rse advised the customer to complete a pneumatic portion of the performance verification test (pvt) to confirm the unit was operating within the designed specifications. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.